Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the initially filed report, user facility medwatch report# (B)(4) was received that states: perclose attempted to be deployed post procedure per x-ray tech. Device would not exit the body. Doctor still in lab and scrubbed back in to assist. Patient sent to or for device removal. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the lever was lifted and returned to its original position; however the foot plate did not collapse. The proglide device was turned and it was noted that part of the foot did not retract. A cutdown in the operating room was performed to remove the proglide device. Minimal damage to the anterior wall of the artery was noted, which the physician felt was caused by the footplate. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.